Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/26/2016, that on (B)(6) 2016, the device had a transmitter failed error. No additional event or patient information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log did not show anything related to the customer complaint, thus the reported event of transmitter failed could not be confirmed. The root cause could not be determined.